Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that an unknown period of time following the implant of this transcatheter bioprosthetic valve, unspecified arrhythmias, low heart rates of 46bpm and 13bpm were reported. It was noted the patient had an episode of dizziness and on one occasion the patient fell. No intervention or adverse patient effects were reported. Additional information was received that a permanent pacemaker was implanted 23 days following the valve implant due to symptomatic bradycardia and pauses. No additional adverse patient effects were reported.